Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found sensor cannula broken and damaged near sensor base. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
It was reported via phone call that the customer had a bent cannula. Lost sensor alarm was also reported. Customer's blood glucose levels at the time 91 mg/dl. Troubleshooting occurred. Advised sensor would be replaced.